Manufacturer narrative:
The table was installed at the customer's location in august of 2010 and is not maintained by steris under a service contract. The user facility is responsible for all maintenance activities. A steris service technician arrived onsite to inspect the table and found that the table's column shroud covers and power supply were damaged. The technician observed a gap between the two halves of the column covers which allowed for fluid to enter the base of the table and short the power supply resulting in the reported event. The 4085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The 4085 surgical table operator manual states (section 5.10), "routine maintenance: sealing table covers; whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." The reported event is attributed to user error as the user facility should have ensured the table is properly sealed prior to use. The technician replaced the power supply, repaired the column cover, tested the table, confirmed it to be operating according to specification and returned it to service. While onsite, the technician counseled the user facility on the importance of ensuring that the table is properly sealed following service or maintenance repairs. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table began to smoke. The patient was transferred from the table to a stretcher and the procedure was completed successfully.